Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), fatigue ("intense fatigue"), myalgia ("diffuse muscle pain"), depression ("depression") and weight increased ("weight gain"). In 2016, the patient experienced adenomyosis ("adenomyosis after 2 years"). On an unknown date, the patient experienced urinary tract disorder ("urinary disorder"). The patient was treated with surgery (essure removal procedre). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, migraine, fatigue, myalgia, depression, weight increased, adenomyosis and urinary tract disorder had not resolved. The reporter provided no causality assessment for abdominal pain, adenomyosis, depression, fatigue, migraine, myalgia, urinary tract disorder and weight increased with essure. The reporter commented: onset period just after essure placement. No further information was provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed 1771cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Diagnostic results: numerous examination for 2 years, specialist, CT-scan, MRI (no results provided. Further company follow-up with the consumer or regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.